Event description:
Bard max-core disposable core biopsy instrument (single use) ref# mc1825- four occurrences reported here. 3 on first case and 1 other on a second case. Multiple core biopsy instrument had been opened throughout the day. Dr. [Redacted] had 5 trans-perineal prostate biopsies scheduled for the day. We opened 4 for one patient and 2 for another patient due to misfires of the instrument. We ran the risk of not having enough of the biopsy instruments for the scheduled cases for the day. A total of 4 devices misfired during the day. Manufacturer response for disposable core biopsy instrument, max-core disposable core biopsy instrument (per site reporter).